Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it was not received. One photograph was provided by the customer for evaluation. One photo confirms the complaint of the spike came out accidentally, the customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided. If any additional information later becomes available, supplemental vigilance report(s) will be filed at that time. Corrected information can be found in h6 medical device problem code.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: only di provided as lot number is unknown.

Event description:
The event involved a chemolock¿ bag spike w/port, chemoclave¿ where it was reported that the spike came out accidentally during use and the bag had cytostatic medication. It is unknown if there was patient involved, adverse event or harm as a result of this event.